Event description:
The duett sealing device was deployed following a left heart catheterization (via a 7f sheath in the right common femoral artery). Deployment technique was unremarkable by report. After duett deployment, the pt felt discomfort to the lateral side of the abdomen. Of note is that the pt discussed a prior diagnosis of hernia and suffered pain normally when pressing on the groin. Pressure was applied to the site, but an abdominal mass continued to grow. The pt was given atrophine, fluids, dopamine, and two units of blood when blood pressure started to fall. A retroperitioneal bleed was confirmed by CT scan. The pt continued to be monitored, and the bleed subsequently resolved by tamponade with no further complications reported.